Event description:
During a ptca procedure, a perforation of the distal om artery occurred. The pt was given a clotting agent to stop the bleeding. The pt was put on a balloon pump and went to the ICU. The pt subsequently died on 3/11/97.